Event description:
It was reported that there was a leak from a cassette that was observed after performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was returned for evaluation. A visual inspection was performed and a crack was identified on the side of the cassette. A pressure test was performed and a leak was detected originating from the crack. The determined cause of the leak was due to a crack in the cassette. The cause of the crack was unknown. Should additional relevant information become available, a supplemental report will be submitted.